Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
It was reported that a patient implanted with an impella 5.5 had a transthoracic echocardiogram which indicated that the pump was turned toward the mitral valve. The physician planned to flip it at bedside under echo. Additionally, heparin was discontinued as a hematoma was developing around the axillary site.